Manufacturer narrative:
The device received with constant spi to motor pic communication error alarm followed by unexpected off no power alarm, problem isolated to the mother board. Unable to perform operating currents, self-test, unexpected restart error, rewind, basic occlusion, occlusion, prime or compromised force sensor system, excessive no delivery and displacement test due to spi to motor pic communication error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and off mo power. The customer¿s blood glucose level was 230 mg/dl at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.